Event description:
It was reported that the atrial lead exhibited 11 noise episodes and 30 auto mode switch (ams) episodes due to lead noise. It was difficult to distinguish between true atrial fibrillation (af) episodes. The cause of the anomaly could not be identified. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".